Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in automatic mode switch (ams) episodes and p wave amplitude variation were observed on the right atrial lead. Diagnostic imaging was performed and revealed no anomalies. The physician elected to take no further action. The patient was stable and will continue to be monitored.